Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery faults were confirmed via log file analysis. The reported event of low voltage alarms was confirmed via log file analysis. The heartmate 3 system controller (serial#: (B)(4) was not returned for analysis; however, a log file was submitted for review spanning approximately 5 days (04nov2022 ¿ 09nov2022 per timestamp). From 06nov2022 at 8:12:34 - 10:42:03 there were multiple intermittent backup battery circuit fault flags while connected to both ac and battery power. During these events there were slightly lower than expected bus and rsoc voltages on mpu power. These fault flag events did not cause backup battery fault or low voltage alarms. On 07nov2022 at 20:26:13 - 20:27:56 and 08nov2022 at 19:45:54 - 19:54:10 there were multiple intermittent low voltage alarms on both power cables while on 14v battery power. These alarms would clear on their own. There were no other notable events in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking if a controller exchange resolved any alarms and if any products would be returning; however, to date no response has been received. The root causes of the reported alarms were unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage and backup battery fault alarms. Heartmate iii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low voltage alarms and multiple uses of the emergency backup battery. A review of the log file revealed backup battery fault alarms while the patient was on batteries and their mobile power unit (mpu). The log also captured several odd low power advisory alarms while the patient was on both power sources. The patient's controller was exchanged for one with updated software.